Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Patient had essure successfully inserted on (B)(6) 2012 and since then she had been experiencing pain. She was worked up for several things and ruled out everything. Bilateral salpingectomy and removal of essure devices were performed on (B)(6) 2014 and pain went away. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had been experiencing pain since essure placed. She was submitted to bilateral salpingectomy and removal of essure devices and recovered from the event. Pain was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and dechallenge a causal relationship between the reported event and the suspect device cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 13-may-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had been experiencing pain since essure placed. She was submitted to bilateral salpingectomy and removal of essure devices and recovered from the event. Pain was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and dechallenge a causal relationship between the reported event and the suspect device cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.